Event description:
Minutes into the hyquvia sq infusion, the curlin pump displayed a "motor stall" error and quit infusing. Pt called on-call after-hours answering service. Pharmacist delivered another pump immediately and pt's therapy was only delayed 2 hours. Courier service picked up malfunctioning pump and the pharmacy returned to one-track with notification of error.